Manufacturer narrative:
One patient sample was returned for investigation. An interference against the streptavidin beads in the assay was detected and was most likely the cause of the event. This interference is documented in product labeling for the assay.

Event description:
The date of this event is an approximate date. The patient sample was drawn on (B)(6) 2011 however the customer did not provide the actual date of testing. The customer received questionable thyrotropin (tsh) results for one patient sample when tested on an analytical e module (e170), serial number (B)(4). The tsh result generated from the e170 was 0.211 uiu/ml and 0.317 (with x10 dilution) the same sample tested on an ortho vitros analyzer generated a tsh result of 1.30 uiu/ml. The sample tested on a centaur analyzer generated a tsh result of 2.49 uiu/ml. Erroneous results were not reported outside the laboratory and the patient was not treated based on erroneous results. The customer believed the centaur tsh result, 2.49 uiu/ml, to be correct. The patient was not adversely affected by the event and was discharged from the hospital. The customer refused a field service investigation.